Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor smooth round moderate plus profile 400cc being used in a breast surgery was found to be deflated during the operation. No adverse event was experienced by the patient. The ruptured device was replaced, and the surgery continued. There were no reported procedural delays.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01/08/2020, mentor discovered that the due date submitted in the initial report for this event was incorrect. The due date was actually 01/14/2020, and the submission was timely. Manufacturer¿s reference number: (B)(4).